Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening and underweight device. A microscopic analysis was performed which identified a striated edge opening, consistent with use of a surgical tool. Based on the device analysis the final assessment is a striated edge opening on the posterior side due to surgical damage. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Treatment occurred. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side capsular contracture, baker grade IV. Device remains implanted.